Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An endoscopy support specialist (ess) visited the facility on (B)(6) 2023 to conduct an annual onsite scope reprocessing demonstration as well as an infection control service. The information provided and demonstrated to facility staff referenced directly from the scope user manual as well as the reprocessing manual. The ess specialist went over the reprocessing steps missed to the lead technician and to the reprocessing staff. The current set up at the facility did not allow for the correct workflow in accordance with the instructions for use (IFU). The workflow and steps were corrected and implemented. All covered material in the demonstration was tracked and documented on an ¿on-track form,¿ in which all department staff were required to sign if attended. Lastly, ess provided a reprocessing manual, a wall chart pdf and videos for future reference. At this time, it has been indicated to olympus that the device will not be returned for further testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted.

Event description:
The endoscopy support specialist (ess) reported on behalf of the customer to olympus that the evis exera ii colonovideoscope was being reprocessed incorrectly. Ess further described that the customer was connecting the leakage tester after the scope was in the water. The ess specialist also discovered that the customer was not aspirating the scope after brushing and before flushing the endoscope channels. Additionally, it was discovered that the customer places the scope back in the sink after performing a chemical disinfectant using revital-ox resert. The reported issues were discovered during an onsite in-service reprocessing and infection control education session. There was no patient/user harm or injury reported due to the event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the onsite repair and reprocessing session at the facility.